Manufacturer narrative:
A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The devices were discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. Based on limited information and in the absence of device return, the root cause of the reported event of patient aspirating cannot be established as the product has not been returned for analysis.

Event description:
It was reported that during the intracept procedure, the first ablation at l3 was completed without issue. The second level was then started at l4, and ablation had been underway for less than two minutes when the patient began to aspirate. The physician immediately stopped the ablation and removed the intracept instruments. The anesthesia team provided suction to clear the airway. The patient had been under monitored anesthesia care (mac) using propofol as the sole sedative. The physician does not believe the aspiration event was caused by the intracept device or the procedure itself. When emergency services arrived, the patient was awake, speaking, and breathing independently. The cause of the patient's complications is unknown. No further information has been obtained despite good faith efforts. The devices were discarded by the medical facility.

Event description:
It was reported that during the intracept procedure, the first ablation at l3 was completed without issue. The second level was then started at l4, and ablation had been underway for less than two minutes when the patient began to aspirate. The physician immediately stopped the ablation and removed the intracept instruments. The anesthesia team provided suction to clear the airway. The patient had been under monitored anesthesia care (mac) using propofol as the sole sedative. The physician does not believe the aspiration event was caused by the intracept device or the procedure itself. When emergency services arrived, the patient was awake, speaking, and breathing independently. The cause of the patient's complications is unknown. No further information has been obtained despite good faith efforts. The devices were discarded by the medical facility.